Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx1125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the two lumens in the 5fr powerpicc was not flushing properly. Upon closer examination, it was found that the functional lumen would somehow "back up" into the nun-functional lumen. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc ft was returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens were flushed with a 12 ml syringe of water. Both lumens were observed to be patent to infusion and aspiration; however leakage was observed in the opposite lumen when each lumen was flushed. Also, resistance was observed when the purple lumen was flushed. The site of the leak appeared to be between the 8 cm and 9 cm depth markers. The catheter was cut at the 9 cm depth marker and dissected. A microscopic observation revealed non-continuous cracking in the septum of the two lumens. The break surfaces of the cracks were observed to be irregular and granular in texture. A large amount of an opaque, yellowish-orange residue was observed throughout the purple lumen and on the inner walls of the red lumen. The catheter material was observed to be lighter in color near the cracking and underneath the built-up residue. The nature of the cracking observed in the septum of the catheter lumens as well as the discoloration of the catheter material are evidence of chemical degradation of the catheter material, which may have weakened and/or embrittled the material and allowed the septum to fail in such a way. A lot history review (lhr) of rebx1125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the two lumens in the 5fr powerpicc was not flushing properly. Upon closer examination, it was found that the functional lumen would somehow "back up" into the nun-functional lumen. No patient injury reported.